Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable was damaged and a piece of the usb cable was stuck in the pump usb port. As a result, the pump was unable to be charged. Customer¿s blood glucose level was 167 mg/dl. The customer continued to use the pump for insulin therapy and had manual injections available.